Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Customer further reported that due to this she has not been able to test for almost a week which caused her blood sugar to go up. Customer further reported that on (B)(6) 2013 she self-presented to her healthcare provider's office where an unspecified "high reading" was obtained on the hcp meter. Customer further reported she received an unspecified injection "to bring (her) sugar down". No further information was provided by the customer as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.